Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer reported 297 mg/dl and 141 mg/dl obtained within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.